Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump alarmed an off no power alarm without a low battery alarm. Customer removed and reinserted the battery and the insulin pump alarmed a failed battery test alarm. Customer's blood glucose was unknown. Customer was advised that the insulin pump will need to be replaced. Customer agreed to return the device for analysis.